Event description:
The customer reported that the system lost the video display and when it came back, it had wavy lines. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the ccd camera and aligned the beam per procedure. The system was tested and found to be working as intended and put back in service.